Event description:
As surgeon tried to pull drain through port hole, the end piece broke off in two pieces. Broken pieces were retrieved and brought up trough port. No pieces left in pt. Dates of use: (B)(6) 2010. Diagnosis or reason for use: gallbladder.